Event description:
Boston scientific crm received info that this implantable cardioverter defibrillator (ICD) was exhibiting tones. The pt presented to the clinic where an interrogation of the device indicated that there was a shorted condition detected on the right ventricular (rv) defibrillation lead during shock delivery. A review of the episode showed that a 31 joule (j) shock was attempted, but did not convert the pt due to a <20 ohms shocking impedance measurement. Another 31 j shock was delivered, which successfully converted the pt which had a 32 ohms impedance measurement. The current device check indicated that shocking impedance measurements were within range at 42 ohms. The pacing impedance measurements were also within range at 518 ohms. A boston scientific crm technical services consultant recommended replacing the device and lead due to shorted condition. The local area sales representative confirmed that a revision procedure to replace the device, and lead was scheduled to take place at a date in the near future.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
No customer letter required. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.